Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot. H3, h4, h6: the DHR of product code 179722875, lot 138470, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on may 15, 2017. Photo investigation: the device was not returned for investigation. A photo investigation was performed on the images. From the images, it could be seen that the expedium screw sub-component had come apart from the whole part. This could have been caused by increased pressure applied on the component during removal making it to separate from the screw. The device was not returned to perform a functional test. A root cause of this issue cannot be determined from the available information. Manufacturing record evaluation revealed no non-conformances that could have contributed to this issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed based on the image provided. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9. H3.

Manufacturer narrative:
Additional product codes: mnh, osh, mni, kwq, kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes australia reports an event as follows: it was reported the patient underwent a two (2) stage t3-pelvis posterior spinal fusion procedure. Stage 1 was completed on (B)(6) 2021 and the implants were inserted except for the iliac screw on the left side. During stage 2 the iliac screw on the right side was repositioned, the iliac screw on the left side was placed, and rods and cross-connectors were placed in those implants. The surgeon was removing an existing iliac screw which had been noted to be too long on CT scan. He had planned to use it again but when he removed the screw, the collet came out of the screw. Another screw length was selected and inserted with no issue. The procedure was completed successfully with no delay. This report is for an iliac screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.